Event description:
The lay user/pt contacted lifescan (lfs) on the date of event alleging that her meter powers off during the count down. She also mentioned that part of the lcd screen is "smeared". A medical affairs specialist (mas) spoke to that pt in june 2006 and obtained the following information. On the morning of the event date the pt tried to test and was unable to obtain a reading because the meter powered off during use. She also noticed that a part of the lcd screen was smeared. The pt contacted her nurse due in part to her meter issue. She told the nurse that she felt dizzy and did not know whether to eat or take insulin. Nurse advised the pt to seek medical attention if she was not feeling well and to contact lfs for assistance. The pt contactyed lfs and was advised to replace the battery, since the battery was never replaced. Customer care advocate (cca) sent the pt a replacement meter. After speaking to the cca, the pt drove 9 miles and got a replacement battery and tested her blood glucose and received a 196 mg/dl and then took 14u of humalog. Pt mentioned after she replaced the battery, her meter worked fine and she felt better. She does not recall what her blood glucose readings were the night before the incident. The complaint is being reported because the pt experienced symptoms and was unable to obtain a blood glucose level at the time of the event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.